Manufacturer narrative:
Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection the device remains implanted, a provided x-ray confirms only one plate was implanted. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that during the surgery, it was impossible to advance the anchor plate so only one plate was installed into the cage intra-operatively. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the surgery, it was impossible to advance the anchor plate so only one plate was installed into the cage intra-operatively. There were no reported patient impacts.